Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient who was receiving a fentanyl with concentration 700 mcg at a dose rate of 110 mcg via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient presented for catheter revision on (B)(6) 2019. His pain provider attempted to do a dye study but was unable to aspirate the catheter. The date of the event was 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). During the surgery the hcp was unable to aspirate catheter and elected to replace. A partial catheter explant occurred; the spinal segment remained implanted. The hcp had discarded the explanted portion of catheter. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was further noted that the hcp had no further information regarding the event. The patient¿s weight and medical history was unknown at the time of the report; however, the company representative planned to follow-up for this information. No further patient complications have been reported as a result of this event.